Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "poor pad contact" and "defib pad short" messages and was unable to respond to input controls. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.